Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) monitor is damaged, the symptom is slow smooth is brightening and darkening. There was no patient harm reported.

Manufacturer narrative:
Updated field- b4, b5, b6, b7, d8, d9, d10, g1(contact person name), g3, g6, h1, h2, h3, h4, h6 codes(investigation type, findings, conclusion , components, health impact), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the pcb color video receiver. After replacement, camera operation tests were performed to confirm the correct operation of the monitor.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) monitor is damaged, the symptom is slow smooth is brightening and darkening. There was no patient involved.